Event description:
It was reported that the patient got a little magnetic bracelet right after the unit was put in, and their ¿unit started acting up.¿ it was noted the patient realized ¿it was the bracelet.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3550-39, lot# n196618, implanted: (B)(6) 2009, product type: accessory. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).